Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mcs tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. Failure analysis found the primary failure of torn tip cover to be related to the customer reported complaint. The tip cover was found to have tearing at the mouth. Tears are axially aligned with the tip cover and measure from 0.240¿ length. There were no signs of thermal damage present at the end of any tears. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. The root cause of this failure was typically attributed to a component failure. Additional observation, which was not reported by site, was that the distal end of the mcs tip cover exhibited localized melting, which was indicative of arcing. The root cause of this failure was typically attributed to mishandling or misuse. An procedure log review was performed to confirmed that the low anterior resection was performed on (B)(6) 2022 via system sk0717. A review of the provided image was performed by an isi failure analysis engineer. The following additional information was provided: it is not obvious if the root cause of the damage was due to physical damage or arcing. The tip cover would need to be returned and inspected to be able to accurately determine the cause of the damage. This complaint is considered a reportable event due to the following conclusion: the mcs tip cover accessory was possibly damaged due to arcing and/or had holes/tears/missing material on the gray silicone area. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Failure to follow precautions will result in electrical arcs from the wrist and alternate site burns. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date for was left blank. Field is blank because the product is not implantable. Information for the blank fields in is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a hole was observed on the gray area of the monopolar curved scissors (mcs) tip cover accessory. The customer mentioned that it was difficult to put the tip cover accessory on the mcs. The tip cover was replaced. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and accessory was inspected prior to use with no issue. No arcing was observed. The crack of the mcs tip cover was displayed on the vision side cart (vsc) screen. The tip cover was properly installed during the surgical procedure. The orange surface part was not visible after the tip cover accessory was installed. The tip cover accessory was not installed beyond the orange surface. The installation tool was used. No electrolube or any lubricant were applied. The instrument did not collide with any other instrument or tool. There was no fragment falling inside the patient¿s anatomy. There was no injury to the patient. The surgeon did not know the cause of the tip cover damage.